Event description:
New package of isolation gowns found to have sleeves sealed shut and seams not sealed. Unable to use them for protection of staff going into isolation rooms. No staff used a defective gown, but potential for exposure is high if staff not aware that seams are open.seems to be an intermittent problem as this occurred in the fall of 2011 and again in the spring of 2012.======================manufacturer response for isolation gowns, isolation gown (per site reporter).======================no response yet.